Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) on during use during initial drain. The home patient (hp) stated that she did not connect the patient extension line before starting prime. The hp cycled power to clear the se 2240 followed by se 2367 and ended therapy. The baxter technical representative (tsr) reviewed proper set up procedures. The tsr had the hp disconnect using aseptic technique and removed the cassette. The hp will notify the peritoneal dialysis registered nurse and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed due to the use error described by the patient. The home patient had failed to connect to the cycler when initial drain began, allowing air in the line. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.